Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the moderately tortuous unspecified vessel. A 3.00x24mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The physician attempted to cross the lesion several times, however, the stent moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).